Manufacturer narrative:
The reported field events of noise and an impedance anomaly were confirmed in the laboratory. It is believed that the root cause is a poor connection between a component and the substrate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that patient reported to the hospital after receiving a vibratory alert. Interrogation showed noise and low high voltage impedance. ICD was explanted and replaced. When leads were reconnected to the new ICD, all measurements were normal.